Manufacturer narrative:
This report is being filed to provide additional information in h.7 and h.10. Corrected information in h.6 and h.10. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrected root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
This report is being filed to provide additional information updated information isprovided in root cause: a definitive root cause could not be determined. Possible causes include but arenot limited to:- an operator error, where either the sample bag clamp was not closed at the system prompt orthe clamp was closed but it was skewed on the tubing allowing a portion of the tubing to allow airto pass.- a defective clamp

Event description:
Per the customer, the exact incident date for this event is unknown.

Manufacturer narrative:
This report is being filed to provide additional information in investigation: the photographic images recieved from the customer were submitted to terumo bctquality engineering for additional review. Product engineering stated that they could not conclude any additionalinformation from the pictures, we needed to be able to see the top side of the sidewall on both sides of the clamp tomake a determination of how the clamp failed.

Manufacturer narrative:
This report is being filed to provide in corrected corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp not effectively occluding the sample bag line consistently.

Event description:
The customer reported that during the tubing set test for a collection procedure on a trima device, they noticed air entering the sample bag due to the incomplete closure of sample bag clamp. It was confirmed with the customer, that the operator found the air entering the sample bag before connecting the donor.

Manufacturer narrative:
Investigation: per the customer, the newly designed clamp could not grip the tubing line firmly and caused the air to enter the sample bag. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Photographs of the reported defect were submitted in lieu of the disposable set to aid investigation. The provided images show an unused but loaded trima disposable set, the donor needle was visible indicating that the donor had not yet been connected. The first image shows that the diversion bag is significantly inflated, the white pinch clamp appears to be in the closed position and the blue inlet line pinch clamp remains open. Additional images focus on the differences between the old and new style pinch clamps. The old style pinch clamp is shown to be in the closed position and fully occluding the tubing line. The new style pinch clamp is also shown to be in the closed position, however the side wall obstructs the field of view and complete occlusion of the tubing line cannot be definitively confirmed. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during the tubing set test for a collection procedure on a trima device, they noticed air entering the sample bag. The operator changed the sample bag clamp with new one. It was confirmed with the customer, that the operator found the air entering the sample bag before connecting the donor. There was not a transfusion recipient or patient involved at the time of this incident as the reported issue was detected prior to starting the procedure, therefore no patient/recipient information is reported for the event. The trima disposable set is not available for return because it was discarded by the customer.